Manufacturer narrative:
On 05/04/2016, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. On 05/05/2016, a medtronic representative, following-up at the site, reported that the site was switching between an instrument tracker and a balloon. The third port was intermittently working between instruments. Metal interference may likely be the cause of the intermittent behavior. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative received a report from a site that, while in an ear, nose & throat (ent) procedure, they experienced intermittent connectivity on the third port of the axiem box. The site alleged that the tracking of their instruments for that port was intermittent. It was unsure whether or not they were switching between instruments or if it occurred just with one specific instrument. The surgeon opted to complete the procedure without the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.